Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited an unspecified device problem. A surgical procedure was performed during which the pump was explanted. No patient complications were reported. Despite efforts, no further information could be obtained.

Manufacturer narrative:
B6b explant date: explant date is estimated. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually inspected, and functionally and leak tested. Visual inspection of the pump found no damage or abnormalities and the leak test passed. The functional test of the pump revealed it did not pass activation testing. A risk review confirmed that this event was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Malfunction of the device and mechanical malfunction are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Based on the information available and analysis results, the pump failing activation testing could have caused or contributed to the reported clinical observations of mechanical issue. An overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.